Event description:
The patient reported that his infusion device began audibly beeping and displayed "77" on the screen. He stated that he was carrying the infusion device in his pocket and was not programming or executing functions at the time. He acknowledged awareness of the power pack recall. He noted that the current power pack had been in use for at least 3 weeks. He then stated that he had not received the notification describing recall resolution and the power pack correction. In addition, he stated that he had not received any corrected power packs. However, company records show that the notification and corrected power packs had been previously delivered to his home. He mentioned that he was away from home at the time of the call, but he had power packs affected by the recall available at home. He was advised to replace his power pack once he returned home and use that power pack until the corrected power packs arrived, which were shipped to the patient. He was educated regarding recall resolution, and how to distinguish between power packs affected by the recall and corrected power packs. He was advised to properly dispose of all power pack affected by the recall once the corrected power packs were received. The patient was unable to provide the lot number and expiration date for the power pack in use at the time of the call. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient did not report blood glucose concerns related to this issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.